Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been having issues with bolus and battery. Customer is unaware of what is going on with the alerts. Customer tried to get battery and that didn't work. They made an attempt to give bolus is giving a beeping sounds and it is not working.